Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that they experienced failed battery test, damage and low battery alert. The customer's blood glucose value was unknown. The customer stated that the battery ran low quickly. The customer reported corroded battery compartment and debris. The customer declined to troubleshoot for low battery. The product was returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self- test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No unexpected failed battery test alarm or low battery alarm noted. The insulin pump was received with corroded battery tube, minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.